Event description:
It was reported that two days after the implant, the left ventricular lead was found to have dislodged. The lobes would not deploy properly, and when the lead was explanted, tissue was found on the lobes. During the replacement procedure, it was not possible to find a good place for the replacement lead. The replacement lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and blood/body fluid was present on the outer tubing overlay. The helix/lobe was distorted/bent and blood was present in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed and blood/body fluid was present on the outer tubing overlay. There was blood/body fluid on the distal conductor (not obstructed) and in/on the helix/lobe mechanism.